Event description:
It was reported that the customer's insulin pump was stolen while they were in the swimming pool. Someone found the device, later, in the water. The insulin pump was damaged. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to moisture damage at the motor and electronic assemblies. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.